Event description:
It was reported a pocket fill occurred. At the refill on the date of this report all the drug was aspirated from the reservoir and the barbotage method was utilized with refilling the pump. It was noted there was difficulty filling the reservoir. The refill occurred at 1100 on the date of this report and an overdose was suspected at 1340. The patient had symptoms of being ¿completely drowsy¿ and not breathing well. It was noted 12 cc of drug went into the pump pocket and 8cc was in the reservoir when they accessed the reservoir. The patient was doing okay now and on a narcan drip. The healthcare provider (hcp) programmed the pump to minimum rate mode and was to leave it programmed to that until the patient was no longer drowsy and/or experienced some symptoms of underdose/withdrawal. It was further reported the cause of the difficulty filling the pump was the patient was obese and the hcp had a hard time finding the port. The patient was to be refilled at a later time. The drugs being delivered via the device system were marcaine and morphine. Outcome information was not provided at the time of this report. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).